Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the sleeve of the trocar broke when it was introduced at the beginning of the procedure. There was no pt consequence.

Manufacturer narrative:
Based on the visual examination and the material testing, it was concluded that the weld seam area received excessive pressure during the welding process which caused the subsequent breakage of the cannula. Visual examination indicates that both instruments are broken at the weld seam area. One instrument was instron tested for compression and the results were acceptable. The sleeve was sent out for material testing and was found to have a low molecular weight. It was concluded that the excessive weld pressure, which caused the subsequent breakage of the instruments, was due to an assembly error. Each instrument is evaluated during the assembly process to ensure that it functions properly. An enhancement to the instrument?s design has been implemented by the use of a one piece integrated sleeve, which may reduce the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve co's products.